Event description:
It was reported that the caregiver expressed concern about hypoglycemia while using the ilet system, noting prior sensor connectivity issues and a weight discrepancy between the patient¿s current weight and the weight entered in the device; user education was provided to contact clinical support and consider adjusting the ilet target. Symptoms included hypoglycemia. Outcomes included no alarms and no medical interventions beyond guidance for oral glucose as needed, with blood glucose unaffected at the time of the call. Investigation included review of available reports and user troubleshooting. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device alarms and no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.